Event description:
Customer reported an issue of a high blood glucose reading displayed as "high," although the specific value was unknown. Customer administered a correction bolus using the pump and required no assistance from third parties. Technical support helped the customer update the target blood glucose setting and advised a consultation with their healthcare provider for any future updates.